Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, approximately one month after implant, the right ventricular lead had high thresholds. A dislodgement was suspected, but no dislodgement was observed during the replacement procedure. The lead was removed and replaced. No patient complications have been reported as a result of this event.